Event description:
A malfunction alarm known as malfunction code 9 was reported without any notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, acknowledging and understanding these instructions.